Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on 07/01/2026, approximately 24 hours before the sensor's lifespan ended, it produced inconsistent readings, specifically indicating hypoglycemia with values as low as 39 mg/dl. Although the cgm was reported inaccurate, there were no bg nor cgm values documented. The patient was experiencing green-tinted vision and general malaise. The patient did not have a capillary blood glucose meter available for comparison or calibration purposes. They also note that, upon removing the sensor, they observe small dots and a hardened area at the injection site that persists for days. At an unspecified time of the event the patient went to the hospital, there is no information provided about the medical intervention or treatment. Dexcom technical support is unable to follow up with the patient to obtain further details and clarification regarding the incident due to no contact information. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.